Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a left ventricular apex perforation occurred. Subsequently, the patient died. Per the physician, the cause of death was the left ventricular perforation caused by the guidewire. The valve was not implanted.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26, (unknown serial/lot); product type: 0195-heart valves; implant date na; explant date na product ID: d-evolutfx-2329, (unknown serial/lot); product type: 0195-heart valves; implant date: na; explant date: na; a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.